Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned as it was implanted. It cannot be confirmed if the device met specification, as the product was not returned. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to be set up and maintained throughout the clinical procedure. So far, no harm has come to the patient. However, we received a request from the doctor to investigate whether the stent used this time was free of issues at shipment and whether similar problems occurred in the same lot, as we had previously encountered a case where the stent placement site became thrombosed during a six-month follow-up with another patient. The lot number was checked and there have been no other complaints raised against this lot number. The risk of the reported event: ¿patient vessel thrombosis¿ is documented in the subject device dfu, as a potential adverse event which can occur as a result of these types of procedures. Therefore, an assignable cause of anticipated procedural complication will be assigned to the reported event: ¿patient vessel thrombosis.¿

Event description:
It was reported that during a procedure, after 15 minutes of the subject stent deployment and placement, a thrombus formed near the neck of the aneurysm where the subject stent was placed. Thrombolytic agents were administered, and since no thrombus was confirmed at the end of the procedure, the procedure was completed; however, this caused a 30 minute delay in the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a procedure, after 15 minutes of the subject stent deployment and placement, a thrombus formed near the neck of the aneurysm where the subject stent was placed. Thrombolytic agents were administered, and since no thrombus was confirmed at the end of the procedure, the procedure was completed; however, this caused a 30 minute delay in the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.